Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected. Customer's blood glucose at time of incident was unknowns. The customer stated that went check alarm history shows following power errors (79, 28, 19, 29, 2). The power error alarms (19 and 63) appeared twice. The errors was explained to the customers and advised to disconnect and revert to backup plan and it will be replaced.

Manufacturer narrative:
The insulin pump was retuned with pump error 63 found at the history file due to a software error. No pump error 2, 19, 28 and 79 were noted during our testing. The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected alarms noted during our testing. The insulin pump had minor scratched lcd window and case.